Manufacturer narrative:
A getinge field service engineer (fse) reported that the customer cut the line to the tether and removed the accessory doppler. The fse gave doppler to customer to replace. No checkout needed as part is an accessory. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's doppler was missing. End user removed it and customer could not find it. No patient involvement.